Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion forced used to insert the lead was out of specification for the product.

Event description:
It was reported that during implant procedure, the leads could not be inserted fully into the pulse generators header. Multiple attempts to insert leads into the header were unsuccessful. The device was not implanted and replaced. No patient symptoms were reported.